Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an unspecified quantity of clearlink continu-flo solution sets. This issue was further described as taking a substantial amount of time to clear the air bubbles from the line after spiking the bag. This issue occurred while priming the sets with lactated ringers prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 (lot, expiration date, UDI), h4, h6 (update codes), h11. H4: the lot was manufactured between 08/06/2025 - 08/07/2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the sample; the device was found to be within the product specifications. A functional test was performed and no issues were observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.